Event description:
Upon introducing the guide wire into the vessel, the dr noticed under fluoroscopy that there was a slight separation at the mandril end. The wire was removed safely and another guide wire was introduced and resulted in the same defect. The wire was also removed safely.